Event description:
The patient reported exposed and frayed wires of the power supply cable. The patient electronic unit power accessories were replaced and there were no adverse consequences reported by the patient.¿